Event description:
It has been reported that one bd autoshield duo pen needle 30ga 5mm has been found experiencing safety shield failure after use. The following has been provided by the initial reporter: it was reported that the consumer was were wearing gloves when they were stuck twice from the same needle. She believes the orange safety shield did not perform as intended and that is how the needle stick occurred. She believes the orange safety shield did not perform as intended and that is how the needle stick occurred. The needle was contaminated with hepatitis c from the patient and the caller was stuck with the same needle. Verbatim: the caller is calling from home and states on (B)(6) 2019, they were wearing gloves when they administered the needle into the patient, took the needle out, and was walking back with the needle when they were stuck twice. To clarify, they were wearing gloves when they were stuck twice from the same needle. She believes the orange safety shield did not perform as intended and that is how the needle stick occurred. The needle was contaminated with hepatitis c from the patient and the caller was stuck with the same needle. The caller immediately had her blood tested for hepatitis c and hiv. The results came back negative but they will continue to monitor her blood work and retest her for hepatitis c and hiv in six weeks. As a precaution, the caller is taking hiv medication just in case the patient is hiv positive and possibly contaminated the needle with the virus. The caller states the needle in question is currently located at the treatment center. She also states there may be product of the same lot available to be returned for evaluation and is located at the same location.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd autoshield duo pen needle 30ga 5mm has been found experiencing safety shield failure after use. The following has been provided by the initial reporter: it was reported that the consumer was were wearing gloves when they were stuck twice from the same needle. She believes the orange safety shield did not perform as intended and that is how the needle stick occurred. She believes the orange safety shield did not perform as intended and that is how the needle stick occurred. The needle was contaminated with (B)(6) from the patient and the caller was stuck with the same needle. Verbatim: the caller is calling from home and states on (B)(6) 2019, they were wearing gloves when they administered the needle into the patient, took the needle out, and was walking back with the needle when they were stuck twice. To clarify, they were wearing gloves when they were stuck twice from the same needle. She believes the orange safety shield did not perform as intended and that is how the needle stick occurred. The needle was contaminated with (B)(6) from the patient and the caller was stuck with the same needle. The caller immediately had her blood tested for (B)(6) and (B)(6). The results came back (B)(6) but they will continue to monitor her blood work and retest her for (B)(6) and (B)(6) in six weeks. As a precaution, the caller is taking (B)(6) medication just in case the patient is (B)(6) and possibly contaminated the needle with the virus. The caller states the needle in question is currently located at the treatment center. She also states there may be product of the same lot available to be returned for evaluation and is located at the same location.